Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver charge and booting. No, receiver will not turn on, ceases to function open receiver case for internal visual inspection. Fail, found defective battery with controller chip pins separation. The reported event that the receiver ceased to function was confirmed during log review. The root cause for receiver ceases to function is a defective battery

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/03/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.